Event description:
The surgeon inserted the first lens. The lens was removed without incident due to the haptics tearing away from the lens. The second lens did the same. There was no patient injury. The surgery was completed using another lens. The surgeon indicated that the cartridge appeared to be weaker at the tip, so attributed the event to the cartridge. The same injector and cartridge were used for both lenses.